Event description:
It was reported that during a transcatheter aortic valve procedure with the evolut fx+ 26 millimeter (mm), the patient presented with heavily calcified aortic valve leaflets. Due to this, predilatation was performed with a 20 mm non-medtronic balloon (vacs iii). The first valve was loaded and confirmed to be properly loaded via fluoroscopic inspection. During deployment using the cusp overlap view, the first valve appeared underexpanded and a possible valve infold was observed. The decision was made to retrieve the first valve. A second valve was then loaded and confirmed with fluoroscopy, followed by another predilatation using a 21 millimeter (mm) non-medtronic balloon (true dilation nc). The second valve was also noted to be underexpanded. The valve was deployed and post dilatation was performed with the same 21 mm non-medtronic balloon. The final result was trace aortic regurgitation. The implant depth was reported as 0 mm at the noncoronary cusp and 2-3 mm at the left coronary cusp. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number: 0013039595; product type: heart valves. Product ID: l-evolutfx-2329; product lot number0013063623; product type: heart valves. Product ID: evfxplus-26; product serial number: (B)(6); product type: heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve and forwarded it to the santa ana rpa lab. The valve was contained within a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with prior blood exposure, with remnants of coagulated blood observed on the outflow frame. The valve was received in a crimped configuration. As received, all leaflets were observed in a partially open configuration. Incomplete coaptation was noted. The leaflets appeared stiff and dehydrated, which may have contributed to the observed coaptation condition. All leaflets appeared dehydrated. Deep creases and frame imprints were present across the leaflet surfaces, indicating prolonged exposure in a crimped or compressed configuration. All commissures appeared intact. All sutures appeared intact, with no visible damage. The valve was submerged in a warm saline bath (approximately 37°celsius). Following submersion, the frame expanded. Despite expansion, the valve continued to exhibit residual compression, which may be associated with extended time inside the capsule of the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the condition of the returned valve, a deployment simulation could not be performed. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, due to the under expansion of the first valve, a procedural delay of 10 minutes resulted. The aortic regurgitation was clarified to be paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.